Event description:
It was reported that the patient had stimulation in the right area, but it was intermittent and ¿sketchy.¿ impedances were run at .7v and contacts 3, 4,5, 6,13, and 14 were out of range. When the amplitude was increased, all contacts were out of range. The patient was scheduled for a replacement on (B)(6) 2014. Additional information was requested, if received a follow up report will be sent.

Event description:
Additional information received reported the cause of the event was lead migration. It was noted revision had occurred and the patient outcome was no injury, recovered without sequelae.

Event description:
It was further reported that the system was replaced. The patient was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778, lot# v416817003, implanted: (B)(6) 2010, product type: lead; product ID 3778, lot # v370633036, implanted: (B)(6) 2010, product type: lead. (B)(4).